Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported receiving an 04 (occlusion) alarm. She indicated that she disconnected from the device, attempted to prime, and the alarm recurred. The alarm did not recur while priming the device without the insulin cartridge. Patient admitted that the cartridge was empty and that was what caused the alarm. She reported experiencing erratic blood glucose levels (60-500 mg/dl). Patient admitted that after reviewing the basal rates, in her opinion, they were set too high. She indicated that she overcompensated for the blood glucose levels and this along with the basal rate setting caused the erratic blood glucose levels. She did not report any symptoms related to this situation. No medical assistance was necessary. Product replaced due to "end-of-life" of the device and thus requires no evaluation.